Manufacturer narrative:
(B)(4). The device history review for the product auto end05 ml, lot #73g1600717 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
During the procedure the surgeon applied properly 6 clips. During the charging of the 7th clip, the clip fell down from the jaws. The clip applier was unusable after that and the typical click sound could not be heard and every clips fell from the applier. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml auto end05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the outer tube is bent and the knob was partially opened. The device was returned with the jaws partially closed. The returned sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws of the device or close. This was repeated a couple more times with the same issues. The sample was returned with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. The sample was disassembled to look at the internal components. Upon disassembly, it was found that the yoke was bent. The damage to the yoke as well as the damage to the outer tube and knob all could contribute to the clips being unable to load into the jaws other remarks: properly. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "clips fell off the applier" was confirmed based upon the sample received. One device was returned. The device was returned with a bent outer tube and the knob partially opened. Upon functional inspection, none of the remaining clips were able to properly load into the jaws of the device or close. The device was disassembled and it was found that the yoke was bent. The damages to the outer tube, yoke, and knob prevented the clips from being able to properly load into the jaws of the device. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. Based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
During the procedure the surgeon applied properly 6 clips. During the charging of the 7th clip, the clip fell down from the jaws. The clip applier was unusable after that and the typical click sound could not be heard and every clips fell from the applier. The patient's condition was reported as fine.